Event description:
Patient was recently implanted and would generally have catamenial seizures that last through her cycle but they are lasting much longer now. No other relevant information has been received to date.